Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed drive leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue confirmed possible failure with k7 leaking so the stm replaced the drive assembly. Performed all manifold leak test and passed to specifications. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The following was performed by the maquet failure analysis and testing (fat) department: the failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of failed drive manifold leak test. Performed visual inspection of this part and the part looks to be in good condition. Installed drive manifold assy, into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department performed all manifold leak tests and passed all manifold leak tests within factory specification. The failure analysis and testing department could not verify the failure message of drive manifold leak test failed. Drive manifold assy. Passed testing. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.